Manufacturer narrative:
Section h6: updated - investigation findings to reflect the resolution of complaint investigation. Section h11: updated - upon investigation of the actual device used in this incident, it was determined that the failed the tower doors and then recovering them. A field service engineer confirmed no failed icon on the screen nor failed storage space. Proceed to close this case. The system functioned as intended after field service engineer troubleshooted the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a pyxis medstation es system failed drawers. Customer stated that has not been able to manually fail to allow recovery and there were delay in patient care workflow. There were no adverse events or injuries reported based on this event.